Event description:
Edwards received notification from our affiliate in canada. A patient underwent a valve in valve implant of a 29mm sapien 3 valve into a failed 33mm non-edwards surgical valve, in the mitral position by transeptal approach. The patient presented with mild degree of calcification. As reported, first valve was implanted too ventricular, the valve moved ventricular during deployment. No difficulties were found during alignment. Therefore, a second valve was required. Post-procedure, the patient was discharged to ccu in stable condition. The patient final outcome was good, the patient is under observation in stable condition. As per medical opinion, the root cause of the event could be related to the difficult angulation of the valve.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve malposition was unable to be confirmed as no relevant imagery was provided for evaluation. No potential manufacturing non-conformances were identified. A review of IFU/training materials revealed no deficiencies. As reported, ''the patient presented mild degree of calcification. As reported, first valve was implanted too ventricular, the valve moved ventricular during deployment''. Additionally, returned medical opinion described that the event could be related to the difficult angulation of the valve. It is possible that the calcification present may have affected the thv positioning and deployment characteristics. Per the training manual, narrow, calcified stj can lead to the thv moving ventricularly and/or reduce the foreshortening of the thv. Additionally, the difficult angulation of the valve felt by the operator during positioning may have derived from tortuous patient anatomy in the descending aorta. This can lead the thv to be non-coaxial in relation to the annulus during valve deployment and not allow the bio prothesis to adequately secure itself to the pre-existing surgical valve, resulting in the reported event of mispositioned thv. Available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (valve positioning and deployment technique) may have contributed to the reported events. However, due to lack of procedural imagery and device, a definitive root cause was unable to be determined. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.